Event description:
It was reported that the suction unit on the anesthesia workstation was not working. No vacuum was created. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia workstation including the suction unit was investigated by our field service engineer. The reported failure that the suction unit was not working was not reproduced. Investigation found that the user had turned the vacuum regulator knob in wrong direction causing loss of suction pressure instead of increase the suction pressure. The function of the suction unit is described in the user's manual. The suction pressure is regulated by turning the vacuum regulator counter-clockwise to increase the suction pressure. The vacuum indicator (manometer) shows the current suction pressure. The conclusion is that there was no device malfunction.